Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor's implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements, at 140 ohms. The pacing impedance and sensing values were stable and within range. A boston scientific technical services consultant discussed performing a 1.1 joule shock and testing the shock vectors again. It was reported that patient had a defibrillation threshold (dft) test in (B)(6) 2015 with this lead and the previous ICD and the shock impedance was normal at 80 ohms. The boston scientific field representative confirmed that no dfts were performed at this time. The lead will continue to be monitored. No adverse patient effects were reported.